Event description:
It was reported that the catheter tip got split. The target lesion was located in the liver. A 135/10 renegade hi-flo kit was selected for use. During the procedure, it was noted that the tip got split. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub and shaft were visually inspected when returned. The renegade device showed no tip damage, however, there was a kink located 125.5cm from the hub as well as a stretched shaft located at the hub to 6cm distal the hub. Inspection of the remainder of the device, apart from the observed damage revealed no damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that the catheter tip got split. The target lesion was located in the liver. A 135/10 renegade hi-flo kit was selected for use. During the procedure, it was noted that the tip got split. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.